Event description:
It was reported that a tibial broach instrument fractured during an initial left knee procedure. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - impactor. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and the weld that connects the subcomponents has fractured. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the root cause of the reported event can be attributed to wear and tear of the device from repeated use over time. The device has a potential field age of seven years and exhibits sign of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Show less

Event description:
No further event information at time of this report.